Event description:
According to the reporter, during a laparotomy pancreaticoduodenectomy (pd), in gastrectomy, after firing the device, the knife was pulled back only halfway, the tissue became entangled, and the jaws of the device could not be removed. It became difficult to be pulled back from the middle, the user had to forcibly pulled back the knife. To complete the case, a colon resection was performed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant medical product: egia60amt, egia60amt egia 60 artic med thick sulu, (lot #p4j0860) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparotomy pancreaticoduodenectomy (pd), in gastrectomy, after firing the device, the user was unable to pull back the knife blade. The tissue became entangled, and the jaws of the device could not be removed. There was no patient injury.